Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that as the clinician prepared to infuse blood products and was loading the safety clamp fitment into the pump, the pumping segment tore off at the safety clamp. There was no report of patient harm.